Event description:
An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns lead was revised due to lead malfunction. Lead malfunction was defined as abnormally high impedance during diagnostic evaluation of the vns. The etiology for this failure could not be radiographically or visually confirmed at the time of the operation the majority of the time. Attempts for additional relevant information including patient details were unsuccessful. This article also reports other events as previously mentioned in manufacturer report # 1644487-2015-05918.

Manufacturer narrative:
The literature article was inadvertently left out in the initial emdr.